Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced an app crash alert. No additional patient or event information is available. Data was provided for investigation. Confirmation of the app crash alert was not determined via data. The root cause could not be determined.